Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The distributor reports that during a hip procedure, the insert broke after its placement. The insert was removed and was replaced by a polyethylene insert with the same size. The cup wasn't removed. The removal of the insert was hard and there was a delay of at least 30 minutes because of this incident. No comorbidities.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the returned product was investigated and the complainants findings confirmed. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.